Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. The device was evaluated upon receipt. Unit was primed to fill in decon & service evaluation. Observed low / marginal flow. Serviced circulation pump. Replace flowmeter preventatively. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the biomed had arctic sun device was not cooling. They ran functional test showed chiller temperature (t4) reading was 3.2 and mixing pump was 100 percentage. Device did not drop below 25.5 water temperature. Mixing pump was failure, system hours was 12972.9 and pump hours was 11966.3. So, the customer requested for 2k preventive maintenance quote. Per investigator notification received on (B)(6) 2023, it was reported that the arctic sun unit was primed to fill in decon, observed low / marginal flow and the l-tube & double l-tubing appears distended/expanded however water flow was not impeded.